Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient just had the ins put in 3 hours ago. The consumer reported that the patient was getting electric shocks through her and it would not stop and it was painful. The consumer reported that the patient was ¿hollering, jumping and couldn't move and electric was going through her¿. The consumer reported that they turned the ins off and removed the batteries in the patient programmer (pp), but the patient was still getting shocks through her body. The consumer confirmed that they used the pp on/off button. The difference was reviewed between the pp on/off button and the stimulation on/off button on the side of the pp. It was reviewed how to turn stimulation off with the stimulation on/off button. The consumer reported that the patient refused to let him put the antenna over the implant because that¿s how stimulation went up. The consumer confirmed seeing the poor communication screen while using the antenna with the pp. The antenna was confirmed to be secure and synced with the ins and the poor communication didn't resolve. No further complications were reported.